Event description:
On 12/06/2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist was unable to reach the patient to obtain additional information, despite numerous attempts. The patient stated that the error message first appeared on an unspecified date during (B)(6) 2016. The patient manages their diabetes with unspecified dosages of victoza and levemir and stated that in response to the alleged product issue they had consumed additional food and/or drink an unspecified period of time later. The patient stated that within 24 hours of this they experienced the symptoms of ¿fainting, sweating and hot¿. In response to this the patient visited their doctor¿s office where they were treated with IV glucose. No details regarding the patient¿s blood glucose level or any further treatment were provided by the patient. At the time of troubleshooting the cca was unable to resolve the issue by walking through a re-test as the patient did not have testing supplies available. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them developing symptoms with meet lfs¿s criteria for a serious injury reportable adverse event.